Event description:
A journal article was reviewed which contained information related to a patient implanted with an implantable cardioverter defibrillator (ICD) that was removed due to endocarditis. The article did not indicate the source of the infection and this information, as well as the ICD serial number, has been requested but not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. The event occurred within the us. All information provided is included in this report. Request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transesophageal echocardiographic diagnosis of severe functional tricuspid stenosis during infected implantable cardioverter-defibrillator lead extraction. (B)(4).